Event description:
It was reported that high impedance was observed. Physician suspected a lead defect. Pocket was opened and physician found that the lead was not properly connected to the header.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.